Manufacturer narrative:
Manufacturing and quality control data the m. Blue® was manufactured by a qualified employee in february 2021. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The m. Blue® has a normal pressure range of 5 to 45 cmh2o. The valve was inspected as article fx816t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage were detected. Permeability test: a permeability test has shown that the m.blue® is not permeable, however the control reservoir is permeable. Adjustment test: the m. Blue® valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the function of the brake could not be proven, the braking force can therefore not be measured, as the valve is not adjustable. Computer controlled test: because the valve is not permeable, a computer controlled test is not possible. Internal inspection: after dismantling of the valve, deposits were found in m.blue® results: for the sake of completeness and transparency, we would like to point out that an adjustment test was already performed at the hospital after the revision. Based on our examination results, we can determine a blockage and adjustment difficulties at the valve at the time of our examination. The cause for the functional deviations can be named as the detected deposits. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue valve (#fx816t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 13 months, height: 81 centimeters (cm), weight: 10.8 kilograms (kg), gender: male.